Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the bottom area of the header was marked in red indicating the possible leakage section. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a polyflux 14l set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.